Event description:
The pt stated her insulin infusion device kept giving an occlusion alarm after she inserted her new infusion set. She stated that when she removed the headset, she noticed the cannula was kinked. She stated, "when I disconnected from my site, I noticed that all the insulin had collected in that area. Basically, insulin was not going through to the cannula." She said because of this her blood glucose reading was currently 540 mg/dl with her normal range being 110-120 mg/dl. She stated she is feeling sick to her stomach. The pt was out of infusion sets so she stated she would get syringes and give herself an injection of insulin to correct her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.